Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 75319, b75383) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: implanon in 2010. Concomitant products included contraceptives from 2010 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), uterine pain ("pain uterus") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced cervicitis ("chronic cervicitis"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, menorrhagia, vaginal haemorrhage, cervicitis and menstruation irregular outcome was unknown and the uterine pain had resolved. The reporter considered cervicitis, dysmenorrhoea, menorrhagia, menstruation irregular, uterine pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: reporter information updated, patient demographics added, essure removal date added, essure indication, medical history, lab data, product lot and concomitant drug added. Event injury nos updated with events uterine pain, abnormal bleeding (vaginal), menorrhagia, chronic cervicitis, dysmenorrhea (cramping), irregular periods. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 75319, b75383) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "my dr. Did an ablation when I had them placed". The patient's previously administered products included for birth control: implanon in 2010. Concurrent conditions included uterine bleeding, bleeding menstrual heavy and endometrial thickening. Concomitant products included contraceptives from 2010 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine pain ("pain uterus"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced cervicitis ("chronic cervicitis"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menstruation irregular ("irregular periods"), pruritus ("itching"), abdominal pain lower ("lower abdominal pain"), mood swings ("mood swings"), diarrhoea ("diarrhea"), headache ("headache"), bipolar disorder ("bipolar disorder"), adenomyosis ("adenomyosis"), abdominal distension ("bloating"), hot flush ("hot flash") and flatulence ("gas pains"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, pelvic pain, abdominal pain and uterine pain had resolved and the menorrhagia, vaginal haemorrhage, menstruation irregular, cervicitis, pruritus, abdominal pain lower, mood swings, diarrhoea, headache, bipolar disorder, adenomyosis, abdominal distension, hot flush and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, bipolar disorder, cervicitis, diarrhoea, dysmenorrhoea, flatulence, headache, hot flush, menorrhagia, menstruation irregular, mood swings, pelvic pain, pruritus, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: negative post essure evaluation. No tubal patency is evident. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: social media received. New events: itching, lower abdominal pain, mood swings, diarrhea, headache, bipolar disorder, adenomyosis, medical device monitoring error, bloating, hot flash, gas pain were added. New reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (batch no. 75319, b75383) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: implanon in 2010. Concurrent conditions included uterine bleeding, bleeding menstrual heavy and endometrial thickening. Concomitant products included contraceptives from 2010 to 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine pain ("pain uterus"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced cervicitis ("chronic cervicitis"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, pelvic pain, abdominal pain and uterine pain had resolved and the menorrhagia, vaginal haemorrhage, menstruation irregular and cervicitis outcome was unknown. The reporter considered abdominal pain, cervicitis, dysmenorrhoea, menorrhagia, menstruation irregular, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for: pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: negative post essure evaluation. No tubal patency is evident. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Outcome for previously reported events: dysmenorrhea (cramping) was were updated to recovered / resolved. New events: pelvic pain, abdominal pain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.